Event description:
It was reported the pt's ipg is unable to communicate with her charger. Troubleshooting and a replacement charging system were unable to resolve the issue. It was noted the pt was able to recharge approx a week ago. The pt currently has stimulation. F/u on this matter revealed the pt must put add'l pressure on the antenna to establish communication with the charging system. It was confirmed the ipg is implanted deeper than 2cm. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.